Manufacturer narrative:
(B)(4). Additional information: the event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable.

Event description:
It was reported that during insertion in anesthesia, the dilator could only be advanced a distance of 2-3 cm over the guide wire placed in the patient's vena jugularis. The dilator became stuck due to resistance. As a result a new set was opened and used without issue.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint that the dilator could only be advanced a distance of 2-3 cm over the guide wire was confirmed. One guide wire and dilator were returned. The returned components were visually examined and functionally tested. Two slight kinks were observed in the guide wire located 3 and 20 cm from the proximal (straight) end. The dilator had sink marks from the extrusion process near the distal end. The dilator was inserted over the proximal end of the guide wire and was stopped by a block in the dilator located approximately 2.5 cm from the distal tip which corresponds with the sink marks on the outside of the body. The dilator body measures 107 mm from the hub base to the tip which is within the length specification of 101.6 +/- 6.4 mm per dilator graphic. The outside diameter of the dilator body measured .1185 mm which meets the .117/.120 requirement of extrusion graphic. The guide wire drawing specifies a length of 600 +/- 4 mm and a diameter of .788/.826 mm. The length of the guide wire measured 602 mm. The outside diameter measured 0.803 mm. Both measurements are within specification. Other remarks: the dilator body was cross-sectioned and blockage was observed inside the dilator lumen. A device history record review was performed based on sales history and did not reveal any manufacturing related issues. A risk evaluation was performed for this issue. Based on the block in the dilator and the presence of sink marks on the outside of the dilator body, the probable cause of this issue is manufacturing related.